Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2016 and the reservoir was connected to a drain. Air leakage occurred at the hospital room. The reservoir bag swelled out at once after the fluid drained and the suction re-started. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.